Event description:
Rptr writes, "on august 26th I left work, and came back to my house at 4:30 pm. No one answered or met me at the door. I heard water running, and moved in that direction. My wife was on the floor, and I called 911. The part of her body touching the floor was purple in color. 911 instructed me to start cardio-pulmonary resuscitation/mouth to mouth, then the fire dept arrived and took over. August 27th autopsy was done with "cause of death pending". A full toxicology screen will take 6-7 weeks."